Event description:
It was reported that when the fluoro function is initiated, on the 2800 system, several messages are displayed and there is no fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the inverter in the jedi generator. The system was tested and found to be working as intended and placed back into service.